Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was attempted but could not be completed because the receiver would not communicate with the global communication tool. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the condition of the device made it impossible for the investigation to be completed. The reported event of firmware errors was not confirmed. A root cause could not be determined.